Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll leaked the following information was provided by the initial reporter: drug leakage form the stopper.

Manufacturer narrative:
At assembly process there is mechanism control to check the stopper leakage. Review of the DHR showed that checking sensor and testing on leak test station per shift with no abnormality observed. Current control there is qa leak test inspection in place to check for syringe leakage. Due to no sample was returned for further investigation, root cause could not be determined. Complain will be monitored and reopened if sample is returned. H3 other text : see h10 manufacture narrative.

Event description:
Drug leakage form the stopper